Event description:
The reporter stated that a pt received a bolus of epinephrine. The pt experienced heart attack symptoms and may have incurred permanent heart damage but the reporter could not say that the damage was due to this event as the pt was already being treated for serious heart problems.